Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap roux-en-y revision, the suture came off the needle. Another device was opened to complete the procedure. There was no patient injury or adverse event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.